Event description:
It was reported that the pt experienced underdose symptoms including altered mental status, delirium, auditory hallucinations, bilateral mydriasis following a refill session. The pt presented to the hosp with the above noted underdose symptoms approx 1 week after routine reservoir refill. The only change made at the time of the refill was from a continuous infusion to a "variable" infusion made. The pt was hospitalized and as of the date of the report, her symptoms continue to show improvement for a few days, followed by recurrence of underdose symptoms previously reported. A follow-up report will be sent if add'l info becomes available to us.

Manufacturer narrative:
.